Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.